Manufacturer narrative:
(B)(4).

Event description:
It was reported that during atrial lead revision procedure, an insulation anomaly was noted on the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable post procedure.